Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the low-voltage pacing lead could not pass through the delivery catheter and the lead exhibited unstable pacing threshold values. The lead was replaced. No patient complications have been reported as a result of this event.